Manufacturer narrative:
Product event summary: the balloon catheter was returned and analyzed. Visual inspection of reported balloon catheter 2af284 lot number 67344 showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for thirteen injections. The catheter passed the performance test and electrical integrity as per specification, and impedance was also within specification. Additionally, inflations were sustained for more than two minutes, and the balloon catheter passed the deflection test as per specification. However, dissection showed that the guide wire lumen kinked at 0.9480 inches from the tip of the catheter. In conclusion, the reported issues were not confirmed through product testing. The guide wire lumen kink was confirmed through product analysis. Additionally, the reported balloon catheter failed the performance test due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon looked bent and the "steering mechanism and deflection was broke". The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The balloon catheter subsequently tested out of specification per the manufacturer's investigation.